Event description:
This ra lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2018. A product experience report received on 07/05/2018 noted that this lead was involved in an infection with sepsis. The physician was dr. (B)(6) at (B)(6) center in (B)(6) ia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).